Event description:
Customer reported quality control samples would have low red blood cell (rbc) results and would drift lower over time when using the coulter lh 780 hematology analyzer. The customer would bleach the apertures and bring up rbc result recovery on the quality control samples, and then notice the same low trend over time. There were no reports of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and confirmed the reported issue and found the rbc (red blood cell) aperture zap circuit was not functioning. The fse replaced power supply 1 (aps1) board to resolve the issue. Identification of failure modes: power supply 1 (aps1) board malfunctioned and did not generate rbc aperture zap voltage. No erroneous results were generated in connection with the reported event. Upon recur, the failure mode identified likely to cause counting / sizing error or measurement error for the red blood cell / indices and mean cell volume parameter due to zap malfunction. Evaluation of product labeling: per lh780 IFU, pn4773022: beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results. All options include: codes, flags, reference range limits, action limits, critical limits, delta checks, definitive messages, system messages, suspect messages, status and exception messages, decision rules. Beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. (B)(4).